Event description:
A hospital in (B)(6) reported via our distributor that a neopuff infant resuscitator would not increase in pressure beyond 20 mbar. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The complaint neopuff is currently en route to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected and performance tested. Results: visual inspection revealed no physical damage to the returned neopuff. Performance testing of the manometer revealed that the manometer pressure would not increase beyond 20cmh2o. It was found that the pip valve adjustment knob was jammed. The pip valve adjustment knob was freed and the device was tested based on the neopuff technical manual. The subject neopuff then passed all required performance tests. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All manometers of the neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A hospital in (B)(6) reported via our distributor that a neopuff infant resuscitator would not increase in pressure beyond 20 mbar. This was observed before use on a patient.